Event description:
The complaint states that signal loss was reported. Data was provided for investigation. The allegation was confirmed via data as a signal loss over 1 hour. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).